Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4)

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, 07.00 diopter, within the same surgery due to lens tear/break during injection/delivery into the patients right eye (od). There was no patient injury. The lens was replaced with a shorter lens and the problem was resolved. Cause of the event was unknown.